Event description:
It was additionally reported that the mpu had a v-lock connector on the ac power cord. According to the patient, the ac power cord did not come loose at the wall outlet or from the back of the unit. It seemed like a malfunction at the patient's electrical installation might have been the reason underneath this case.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not alarming as expected was unable to be confirmed. Review of the submitted log file revealed intermittent no external power alarms between (B)(6) 2024, while connected to the mobile power unit (mpu). The alarms have been addressed via the mpu¿s investigation. The heartmate 3 system controller (serial number (B)(6) was not returned for analysis. Information provided by the account stated that the system controller was exchanged to the backup controller. Additionally, the controller was observed to be audibly and visibly alarming. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power, power cable disconnect, and backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU (rev. G) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 patient handbook (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on 20dec2024 that the mpu and electrical installation at home was tested, and the controller was exchanged. It was stated that the controller was audibly and visibly alarming.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that at the follow-up in hospital the clinical team understood that the pump was working on backup battery (bb) energy when connected to the mobile power unit (mpu). The site exchanged the mpu and instructed the patient to use another electrical source. The team wanted to get the patient again to check system controller. The patient stated there were no alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.